Event description:
It was reported that this left ventricular (lv) lead was explanted due to high threshold and loss of capture. A new lead was successfully implanted. No additional adverse patient effects.